Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. This was discovered during use. The following information was provided by the initial reporter: it's noticed that leakage male luer connection after completed penetraction.

Manufacturer narrative:
The following fields have been updated with corrections: site legal name (FDA): becton dickinson infusion therapy systems inc. S.a. De c.v.- nogales, mexico / 84048. Medical device brand name: bd q-syte¿ luer access split-septum stand-alone device. Medical device type: fpa. Common device name: intravascular administration set. Medical device manufacturer: nogales. Medical device catalog #: 385100. Medical device expiration date: 2023-05-31. Unique identifier (UDI) #: (B)(4). Manufacturing location: nogales. PMA/510(k)#: k013621. Device manufacture date: 2018-07-09.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. This was discovered during use. The following information was provided by the initial reporter: it's noticed that leakage male luer connection after completed penetraction.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ q-syte leaked. This was discovered during use. The following information was provided by the initial reporter: it's noticed that leakage male luer connection after completed penetration.